Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. The patient was almost unconscious, so he was taken to the hospital by the mother. At the hospital he was treated with IV potassium and IV insulin. The hospital staff took the measurements and the cgm was reading low, and the blood glucose reading was 30.0 mmol/l. At the time of the report the patient was weak but recovering. The patient was discharged the next day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.